Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The failure investigator technician installed the touchscreen into a product investigation ventilator to duplicate the reported issue. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touchscreen was tested, the failure was confirmed. Pil found that this touch screen fails all diagnostics testing and resistance measurements which are out of spec. This touch screen failed due to multiple resistance measurement failures.

Event description:
Philips received a complaint by the customer on the v60 indicating that during preventative maintenance that the touched position was observed to be out of alignment. There was no patient involvement at the time the issue was discovered. There was no patient or user harmed. The manufacturer's product support engineer (pse) replace the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).